Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was a few months ago the pts stimulator did nothing for it was not helping the patient with pain at all. They felt the vibration from the stimulation but it was not providing relief. When the patient put pants on it was tender for it hurt near the implant battery. Patient could not button their pants. The issue started a few months ago and the patient spoke with a medtronic representative maybe a few months ago and they told the patient to take some time to think about it and to call later. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt did not know who their doctor or rep was. Agent emailed local medtronic reps. Pt called back stating they just spoke to the pain clinic who told the pt to call patient services to set up an appointment. Agent provided pt nas phone number and redirected them to their hcp. Pt also noted they wanted to have the their device removed. Additional information was received from the manufacturer representative (rep). It was reported that the patient has pain at their ins site. The patient is scheduled for a device removal on (B)(6) 2025. The issue is ongoing at this time. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information received stated that the patient had increased pain and multiple joint pain. The patient was no longer using the implant consistently and did not feel it was helping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.